Event description:
(B)(4). Steris became aware of this event on (B)(4) 2013. The user facility reported table movement during a surgical procedure. No injuries to hospital staff or patients occurred. No procedural delays or cancellations were reported. The procedure was completed without further issue.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris engineering analysis has determined the d1 pressure switch in the hydraulic column manifold does not adequately detect pressure level. If one or more of the table floor lock feet become unlocked due to the loss of hydraulic pressure, there is a potential for the table hand control to incorrectly indicate that the floor lock feet are locked. Steris corporation is implementing a field correction which will replace the current d1 pressure switch with a new switch designed to detect pressure loss within the hydraulic manifold. The new pressure switch will alert the user of the pressure loss via a lock fault notification on the hand control; indicating the table requires re-locking (#1043572-06262014-002-c).